Manufacturer narrative:
H6: investigation summary it was reported there was a blue particle in the syringe. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with no packaging blister. There is a blue color foreign matter adhered or embedded to the inner wall of the syringe and is located towards the bottom part of the syringe barrel. No other information could be obtained from the photos. A device history record review was completed for provided material number 309653, lot 1091423. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the failure occurred on (B)(6) 2022, during internal manufacturing where the operator noticed a blue particle in the syringe. The blue particle was observed inside the syringe near the bottom of the barrel.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the failure occurred on (B)(6) 2022, during internal manufacturing where the operator noticed a blue particle in the syringe. The blue particle was observed inside the syringe near the bottom of the barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.